Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Freeze capture was noted upon review. The implantable cardioverter defibrillator exhibited high frequency low amplitude signal possibly due to myopotential oversensing. No intervention was performed. The patient was in a stable condition and will continue to be followed.